Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had broken retractor band in drawer 2.1 and broken face plates on 2.24.1 and 5.1. A field service engineer (fse) replaced retractor bed and face plates to resolve the issue and confirmed correct operation of drawer through application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 pockets c5 and e3 would not open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.